Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in two portions with the helix retracted and clogged with blood / tissue. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies. The cause of the reported event was isolated to the helix clogged with blood / tissue.

Event description:
New information received notes the patient was discharged with no reports of adverse consequences.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead was unable to extend it's helix. The lr lead was removed and replaced. The patient had no adverse consequences.